Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the emergency room (ER) for hyperglycemia with ketones present. The patient reported going to the ER when their blood sugar rose to 20.5 mmol/l (369 mg/dl), and would not come down. The patient was treated with intravenous insulin (4 units) and intravenous saline (3.5 liters). The patient was released with instructions to return if their blood sugar rose to 20 mmol/l (360 mg/dl) again. The pod was worn between 4 and 24 hours on the back.